Manufacturer narrative:
Device evaluation: g6, h2, h3, h6, h10 vyaire medicals field service team went on-site to evaluate the reported customer issue. The reported issue was duplicated by the field service team the the defective front panel display was replaced. Ovp and performance check were performed and all passed. The vela vent is operational meets OEM specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, the touch screen is not responding. The customer stated there was no patient involvement associated with this event.